Event description:
This customer observed both higher and lower than expected valproic acid results on two control fluids using vitros valp reagent when processed on a vitros 5,1 chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action should they occur on patient samples. There were no patient samples processed due to unacceptable valp qc results therefore there were no patient samples affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that both higher and lower than expected vitros valp results occurred on two control fluids processed on the vitros 5,1 fs chemistry system. The root cause of the event was instrument related. An ocd field engineer replaced the sample metering pump to mitigate the issue and return the system to expected operation. Subsequent valp results were within expectations.